Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrograms (egm) on the implantable pulse generator (ipg) is not capturing atrial egm's clearly or at all. It is planned to adjust sensitivity on the device at a future date with the physician. No patient complications have been reported as a result of this event.